Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 6 months post implant of this bioprosthetic valve implanted in the pulmonary position, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve.  The reason for intervention was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the tpbv procedure occurred due to pulmonary valve stenosis and severe regurgitation. No additional adverse patient effects were reported.  Updated data in sections. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.